Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted due to ineffective therapy and the "catheter not properly attached to the pump. This event was on the patient's pump previous to the current. Additional information has been requested, however was not yet available at the time of the report. The medications in the pump were hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID 8835, personal therapy mg2, product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).